Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported that the clips were ejecting from the device. Another device was used to complete the case. There was no patient consequence.